Event description:
The following was reported: "loop tip broke during procedure. Broken parts removed and surgery completed successfully." No negative impact in state of health reported. Cross reference MDR: 9610617-2025-02050.

Manufacturer narrative:
Customer is not returning the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).